Event description:
It was reported that the patient presented due to receiving a notifier. Non-sustained rv oversensing due to programming was observed. Programming changes were made. Patient condition is good.